Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of small driveline tears could not be confirmed as no images of the damage were provided and there is no product available for investigation; however, the evaluation of the submitted log file confirmed the report of low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured transient low flow hazard alarms throughout the duration of the log file, ranging from (B)(6) 2019 through (B)(6) 2019. These alarms were associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Despite these low estimated flow values, the pump appeared to have functioned as intended at the set speed throughout the submitted data. Heartmate ii lvas IFU addresses how to care for the driveline. In addition, it outlines indications of driveline damage as well as how to respond to such events. Section 6 also outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Clam shell reported in MFR# 2916596-2019-02830. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had numerous small tears in their driveline and had multiple low flow and low voltages. Low voltages believed to be due to running the batteries down below the low voltage hazard threshold. The patient had a recent clam shell repair.